Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis except for the separated portion. An inspection of the catheter shaft was performed and revealed that the tip was detached approximately 11 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a guidewire tip break occurred. A 180 x2 5 cm fathom¿ -16 was selected for use. During unpacking, it was noticed that the tip of the guidewire was broken. The procedure was completed with another guidewire. No patient complications were reported.